Event description:
This is the third of five reports (same product, same product problem, same facility). The monitor drain transducer was disconnecting from the drain. No other information was provided. Additional information has been requested. Linked to mfg report: 2648988-2016-00051, 2648988-2016-00052, 2648988-2016-00053, 2648988-2016-00054.

Manufacturer narrative:
Integra has completed their internal investigation on 12/06/2016. The product was not returned for evaluation and no sample or photo has been received for this complaint at the time of this investigation; thus, could not be confirmed. DHR review was not possible as no lot number was provided. Upon review of integra's complaint system from november 2014 to november 2016, there are eight (8) complaints (including these ones) related to ¿transducer disconnection¿ for the for external drainage (monitor) product family. At the moment all of the complaints are from the same facility. A device and a transducer were returned for complaint #(B)(4) and the complaint could not be duplicated, thus it was not confirmed. Monitor's connecting stopcock was in good state, no defect was detected. No other device has been returned for evaluation. So far no defects have been detected on the monitor evd device that could cause the disconnection events. The situation may be related to the transducer used or user related. The client hasn¿t disclosed information regarding the procedure used to attach the transducers (set-up), or if the events are isolated to certain users only. The client informed our clinical sales/ clinical education specialist that they are evaluating other transducers to use with product. Approximately (B)(4) units were released for distribution from november 2014 to november 2016. Therefore, the complaint occurrence rate for this type of incident is 0.03%. This was determined by dividing the number of complaints in this category (8) by the number of units released for distribution purposes (B)(4) times 100. Conclusion: no information was provided regarding the circumstances surrounding these events, only that the transducers disconnect from the drains. The transducer may be attached at any of two locations, as per IFU: ¿a pressure transducer may be attached proximate to the patient at the patient line stopcock or at the manifold stopcock for rigid mounting with the pole mounted bracket assembly.¿ the complaint does not inform for how long was it connected (prior disconnection), it doesn¿t say if the stopcock¿s was defective or broken, or if the transducer¿s connector was examined for defects. A possible cause may be that the luer lock was not properly tightened. User must ensure that the transducer (if from a different manufacturer) used is compatible with integra¿s device and that a secure connection is possible. No defects have been detected on the monitor evd product that could cause the disconnection events. The situation may be related to the transducer used or user related. The client hasn¿t disclosed information regarding the procedure used to attach the transducers (set-up), or if the events are isolated to certain users only. The client informed our clinical sales/ clinical education specialist that they are evaluating other transducers to use with product. Lot and catalog numbers for the device involved in this event are unknown. No device has been returned for evaluation and it is uncertain if the device will be returned. Further investigation is not possible.